Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information reporting the patient was treated for a blister aneurysm of the right supraclinoid segment of the internal carotid artery (ica). It was noted that integrillin was administered in a bolus before the procedure and infusion throughout. The devices were prepared and the catheter flushed according to the instructions for use (IFU). The pipeline stent (model: ped-475-20) was deployed and failed to open as expected at the distal end so the pipeline and catheter were removed together and both devices replaced. A pipeline 18 x 4.75 device was then implanted using a new microcatheter; this pipeline opened well with good wall apposition. There was no consequence to the patient from the event. No procedural or device images were available.